Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.device remains implanted in patient

Event description:
It was reported that approximately 28 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up. A computed tomography (CT) scan showed no component separation but there was blushing in the aneurysm sac along with contrast coming through the components. The physician decided to correct the endoleak by implanting another suprarenal aortic extension. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices remained in the patient and were not available for evaluation. A manufacturing record review was performed. The lot met all release criteria with no related ncmrs. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The product fmeas have been reviewed and confirmed that the risk has been accurately captured in the design fmea. However, the failure mode identified in this evaluation is not noted in the use fmea, and it will be updated in the next revision. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined based upon available information. However, product use was incongruent with the IFU due to: cuff diameter was two sizes larger than main body; and, the left common iliac artery angulation was greater than 90 °. Cautionary product use conditions that might have contributed to this event included a tortuous aortic blood lumen and access vessels. The patient's use of antiplatelet therapy might have contributed to this event due to its increased risk of bleeding complications.